Manufacturer narrative:
This device was used in two events the second event is being reported under medwatch number 1220908-2006-00851. Zoll medical corp has not received the product and this complaint is still under investigation.